Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000136. Product ID: bi71000158. Product ID: bi71000186. Multiple annex g codes were reported. G02027 corresponds to concomitant product bi71000186 that comprises the reported event. G04037 corresponds to concomitant products bi71000136 and bi71000158 that comprises the reported event. Multiple fdd/annex a codes were reported. A1502 was coded for tilt and movement issues. A05 was coded for the damaged covers. A1002 was coded for the burned power supply. H3: a manufacturer representative went to the site to test the equipment. In summary, the imaging system was received with cosmetic damages on the covers. Furthermore, the door would not open. The dingus was not in the correct position. There were loose parts in the door mechanism. There was a loose screw on opening cylinder and a loose cone. The door also would not register as closed (door open). The arc had a 5 degree tilt offset. The uninterruptible power supply (ups) in the mobile view station (mvs) was defective. There was no power to the computer and screen, however, the printer was powered. To address these findings, invalidate home procedure was performed in order to have the arc at 0 degrees. The damaged covers were replaced. The dingus was adjusted. Loose parts in door mechanism were fastened and adjusted. The ups in the mvs was replaced. Monthly calibrations were been performed. Installation report was performed. Dose measurements us and EU were performed. 2dlf and navigation calibrations were performed. A system checkout was performed, and the system performed as intended. Codes fdm b01, fdr c02 and c07, fdc d02 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the tilt moved incorrectly and "docking and door." There were mechanical issues with the screws being incorrect. The uninterruptable power supply (ups) was reportedly "burned", but no other context was provided. There were cosmetic issues with the tilt and x-stage cover. There was no patient involvement.